Event description:
The customer reported being hospitalized due to high blood glucose levels, with a reading of 357 mg/dl. The customer stated that his health care professional felt the insulin pump was not functioning, and should be replaced. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.